Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2011-00061. Following several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation, the physician did a hysteroscopy. No perforation was seen but the physician suspected a perforation due to a "fluid deficit in the 500-800 [cc] range." No treatment was needed for the suspected perforation. The patient was observed for a "few hours" and discharged home. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a suresound. It is not known when this suspected perforation occurred or what instrument may have been the cause.